Event description:
It was reported that an incident involving a surgeon occurred during an intrauterine endometrial polyp resection. A storz electrosurgical unit (model autocon ii) was being used with the erbe bipolar connecting cable. No other information was provided regarding any other accessory used (e.g., instrument, etc.) Or the equipment settings. Upon activation, arcing occurred at the instrument-side end of the bipolar cable which burnt the hand of the physician. The surgeon collapsed and the surgery had to be aborted. No further information was provided in regards to the severity or size of the necrosis.

Manufacturer narrative:
The bipolar connecting cable was returned and inspected. The cable was found to be damaged approximately 5 mm past the bend protection on the cable sheath, near the instrument-side of the cable. Both strands were severed with visible fusion and burn marks. There was no indication of a material or manufacturing defect. Further investigation work revealed that the cable had undergone 54 sterilization cycles. Finally, no anomalies were found in the device history record (DHR) of the involved device. The burn on the user's hand was caused by a voltage flashover at the instrument end of the bipolar cable. Most likely, the breach of the cable was due to repeated kinking and tensile stress. Per the bipolar cable's notes on use, the cable must be checked for damage before each use; defective products must not be used. No trends have been identified. Erbe USA, inc. Is now closing the file on this event.